Event description:
Vent dependent pt brought in by ambulance, pt placed on ev300 ventilator #9. Pt unable to tolerate vent and dyssynchronous with vent. Ventilator began giving an occlusion alarm. Pt checked no desaturation and good given and return tidal volumes achieved. No desaturation episodes noted from pt. Pt suctioned and airway was patent. Ventilator was switched to servo-I vent, no alarms noted from servo-I vent. Ev300 was set aside and re-tested with test lung. Ev300 vent still giving occlusion error alarm with test lung.